Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Ventricular lead dislodgement was reported relative to the subject lead, implanted on (B)(6) 2017. During a pacemaker check on (B)(6) 2017, increase in the ventricular threshold was confirmed. There were no changes in the r-wave amplitude or the ventricular lead impedance. On x-ray, the lead tip of the subject lead appeared to have slightly moved to an upper site and the pacemaker appeared to have lowered along with the pacemaker pocket itself. It seemed the whole lead had been pulled due to the lowering of the pacemaker. A re-intervention was performed. While the original plan was to re-fix the subject lead at a different site using a stylet, repositioning of the lead tip was prevented by the adhesion around it. Considering the patient¿s advanced age, it was decided to abandon the lead inside the patient and replace it by a new one.

Event description:
Ventricular lead dislodgement was reported relative to the subject lead, implanted on (B)(6) 2017. During a pacemaker check on (B)(6) 2017, increase in the ventricular threshold was confirmed. There were no changes in the r-wave amplitude or the ventricular lead impedance. On x-ray, the lead tip of the subject lead appeared to have slightly moved to an upper site and the pacemaker appeared to have lowered along with the pacemaker pocket itself. It seemed the whole lead had been pulled due to the lowering of the pacemaker. A re-intervention was performed. While the original plan was to re-fix the subject lead at a different site using a stylet, repositioning of the lead tip was prevented by the adhesion around it. Considering the patient¿s advanced age, it was decided to abandon the lead inside the patient and replace it by a new one.